Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar, a 14f manta was deployed for closure. Pre-procedure images showed no visible concerns; and there were no issues reported advancing or withdrawing the procedural sheaths. The arteriotomy was noted as 6.1mm, with no calcification, and manta deployment depth measured at 3.5cm. Hemostasis was reported as instantaneous. No post-angiogram was taken. Two days later the patient developed a pseudo-aneurysm in the right common femoral artery where manta was deployed. On the third day the patient was surgically repaired. Due to the insufficient amount of information and no imaging submitted for investigative purposes, a determination for the root cause of the pseudoaneurysm is inconclusive. A pseudoaneurysm of the femoral artery can go undetected and not cause any complication and can occur because of surgery or trauma. The formation of a pseudoaneurysm does not signify a device failure. The IFU was reviewed and identified other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention as potential adverse events related to the deployment of vascular closure devices.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: developed pseudo-aneurysm in right cfa where manta was deployed. Pseudo-aneurysm developed 48 hours prior to completion of case. Patient was surgically repaired 3 days post procedure.